Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that fracture implant + stuck implant removal tool. The patient was a heavy weight-bearer, and after 5 years, the upper part of the implant body also fractured, so it was removed. A replacement fixture will be inserted soon. The irt also became stuck during removal, so it was returned in its attached state. Tooth site #4.

Manufacturer narrative:
Zimvie received one (1) tsvh11, (impl tapered scr-v ha 3.7 mm 3.5mm 11.5mm) for evaluation. Visual evaluation was performed, the returned implant has signs of use. The implant was trephined. The implant had bone debris on the external threads. The implants collar was fractured and had an irt tool stuck inside. DHR review was completed for the subject lot number 1223629. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1223629 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental: functional: fracture: implant.¿ the customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00541-haz, the most likely root cause determined from the investigation was patient factors. Therefore, based on the available information, a device malfunction did occur. The implant was fractured at the collar. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. D9: device availability. G3: date received by manufacturer. G6: checked "follow-up." H2: checked follow-up type. H3: changed "no" to "yes." H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.